Manufacturer narrative:
This device has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling and medical review was conducted. These reviews determined that the clinical observations of infection, swelling, and perforation are known inherent risks of product use.

Event description:
It was reported that the patient experienced swelling in the scrotum and penis with his inflatable penile prosthesis (ipp). The patient was diagnosed with infection a week after implant. It was identified that there was a damage to the urethra, which the physician believes occurred during the implant procedure likely due to a urethral urine leak which ultimately led to an infection. One week after diagnosis, the patient underwent a surgical procedure in which the urethra was repaired, a washout of the infected area was performed and intravenous and antibiotics were prescribed to the patient. The ipp was explanted and a new tactra device was implanted to preserve corporal integrity.

Event description:
It was reported that the patient experienced swelling in the scrotum and penis with his inflatable penile prosthesis (ipp). The patient was diagnosed with infection a week after implant. It was identified that there was a damage to the urethra, which the physician believes occurred during the implant procedure that originated a urine leak from the urethra and ultimately led to the infection. One week after diagnosis, the patient underwent a surgical procedure in which the urethra was repaired, a washout of the infected area was performed and intravenous and antibiotics were prescribed to the patient. The ipp was explanted and a new tactra device was implanted to preserve corporal integrity.